Event description:
It was reported that the patient with this inflatable penile prosthesis had an infection with purulent discharge in the area around the pump. It was noted that they were moving the pump around; it was becoming superficial but did not perforate any tissue. The device was explanted. During the explant procedure it was noted that the left cylinder was placed incorrectly and was in the scrotum. Additionally, the cylinders were crossed over distally and proximally. A tactra was implanted. No further patient complications were reported.